Event description:
It was reported that the user experienced high glucose alerts on the cgm display while the phone running the companion app did not produce audible alert sounds, and the user also announced a meal after starting to eat, after which the system delivered corrections and glucose returned to range. Symptoms included hyperglycemia with a reported maximum glucose of 314 mg/dl for approximately 2¿3 hours without ketone testing, loss of consciousness, or other acute symptoms. Outcomes included no medical intervention, no use of backup therapy, and no hospitalization. Investigation included troubleshooting and education regarding timely meal announcements and phone notification settings for the companion app. Investigation of this case revealed no device malfunction and suggested the issue was consistent with a user phone notification configuration and delayed meal announcement contributing to transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.